Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that the clip applier was being used during a lap chole. The first few clips fired were malformed. One broke in half. The pieces were removed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p93v9u. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components and 1 malformed clip inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 6 scissored clips..in addition the device locked out as intended. No conclusion could be reached as to what may have caused the event reported. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.